Manufacturer narrative:
Pump was received with missing segments due to cracked and bleeding on lcd glass. Pump had had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her son's insulin pump screen is cracked and are unable to read anything on the screen. The pump was dropped and caused it to crack. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.